Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (22cm distal to the is-1 connector pin) and a bent is-1 connector pin, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient presented to the ER with very bad chest pain. Pericardial effusion was discovered. Patient had a substantial amount of blood around her heart, which was successfully drained. Cardiac CT showed that rv lead had dislodged and perforated her heart. All electrical numbers for the lead were still in line with normal function. The lead was explanted and replaced. Should additional information be received, this file will be updated.